Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 577 mg/dl. Caller stated that the customer's insulin pump malfunctioned and it is cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force senor. Unable to perform basic occlusion, occlusion, and excessive no delivery tests due to prime fill anomaly. Unit passed displacement test. Unit had loud motor noise during rewind due to faulty motor. Unit had cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.